Event description:
The account alleges that the bed has a loss of head up.

Manufacturer narrative:
The technician cleaned the solenoid valve, then tested the head up. It functioned properly. Could not duplicate the issue, once the solenoid valve had been cleaned. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.